Event description:
It was reported that during a routine follow up visit, the device was found to be at elective replacement indicator. At a visit three months earlier, there was an estimated longevity of 1.5 to 3 years, so premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine follow up visit, the device was found to be at elective replacement indicator. At a visit three months earlier, there was an estimated longevity of 1.5 to 3 years, so premature battery depletion is suspected. The device was scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.